Event description:
It was reported that the user experienced a hyperglycemic event at 401 mg/dl while using the ilet system, with a meter reading of ¿high¿ followed by corrective actions that included changing supplies and confirming that blood glucose subsequently returned to range. Investigation of this case revealed no device alerts or alarms and no specific device malfunction identified. No clinical symptoms associated with elevated blood glucose. Outcomes included resolution of the hyperglycemia without the need for medical intervention. It was concluded that the hyperglycemia occurred with an unclear cause and that the device functioned as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.